Event description:
It was reported that prior to use of an eopa arterial cannula, red spots were noticed on the device before opening the packaging. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no hole in the cannula, only red spots. The sterile barrier was still sealed when the foreign material (fm) was identified.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of fm on the cannula. The device was removed from the peel pouch and the fm was found to be embedded. The customer provided evidence of the fm. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.